Event description:
Patient was tender to palpating medically. X-rays and CT showed cystic changes around the barrels. Per patient/ physician info, patient was revised (B)(6) 2018. Rep provided a primary operative report, progress note noting patient complaint of pain, and pre-revision x-rays, indicating this was all the information available from the hospital.

Manufacturer narrative:
X-rays were provided. A medical statement was requested from a clinical expert. Their statement when asked about the potential root causes of the pain that the patient experiences is as follows: "[...] It could certainly be true that the movement of the tibial component causes pain when walking and that these problems started with micromovements and worsened over the years. I was wondering though whether the osteophytes that are shown on inner side of the medial malleolus near the tibial plate, might also cause some of the pain. Maybe this makes the space in the ankle smaller and by that has influence on the way the poly slides and how the ankle moves. [...] ". As a result, micromovements are the most probable reason the appearance of the cysts, which are the main cause of the pain that the patient is experiencing. Based on this, the root cause of the reported event is due to patient factors. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
The reported event that sliding core uhmpwe, 7mm was alleged of 'cysts' could not be confirmed, since no evidences of the event were provided. More detailed information about the complaint event pre-operative and post operative x-rays of the primary surgery must be available in order to determine the root cause of the complaint event. However, based on the complaint history, some possible root causes can be, but are not limited to: - the patient's reaction to the device. Indeed, the IFU clearly lists pain and cysts as potential adverse effects in the clinical study: "[...] Table 6. Adverse events and surgical interventions up to 24 months pain: control group (n=66): 32 (48.5%) star pivotal group(n=158): 69 (43.7%) star continued access group (n=416): 139 (33.4%) [...]" As well as : "[...] Surgical interventions and major complications (defined as any surgical intervention to the treated ankle that was a result of an infection, wound problem, or bone problem such as osteolysis, cyst formation, or non-traumatic fracture) occurred in a higher percentage of star patients (20.3%; 32/158) than in study patients undergoing arthrodesis (10.6%; 7/66). Table 7 demonstrates that the rate of surgical interventions was higher in the star group than in the arthrodesis control group in the pivotal study, and that the rate of interventions in the continued access arm was lower than that in the arthrodesis arm.[...]" - a user related issue such as a mistake during the implantation of the prosthesis. The device inspection revealed the following: the pe sliding core shows various signs of wear, such that it is scratched in several areas, including around the sliding groove. This was likely produced by the articulation with the talar component. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Patient was tender to palpating medically. X-rays and CT showed cystic changes around the barrels. Per patient/ physician info, patient was revised 13/aug/2018. Rep provided a primary operative report, progress note noting patient complaint of pain, and pre-revision x-rays, indicating this was all the information available from the hospital.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient was tender to palpating medically. X-rays and CT showed cystic changes around the barrels. Per patient/ physician info, patient was revised (B)(6) 2018. Rep provided a primary operative report, progress note noting patient complaint of pain, and pre-revision x-rays, indicating this was all the information available from the hospital.